Event description:
It was reported that in the 4th fl ICU, resistance was met between the catheter and guide wire when inserting into the patient's subclavian. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).